Event description:
The report indicated the patent had elevated enzymes post procedure. The patient was a male with a history of hypertension, hyperlipidemia, and smoking. The indication for the index procedure was an acute myocardial infarction in an undetermined location and resting ECG changes. Prior to the procedure, the patient was taking aspirin, clopidogrel, and statins. During the procedure, the patient was given aspirin, clopidogrel, and heparin. The 1st target vessel was the proximal lad. The vessel diameter was 3mm and the lesion length was 42 mm. Pre-procedure stenosis was 80%. Timi flow was 3, pre and post procedure. The lesion was de novo, ostial, and type c. The vessel was predilated with a 2.12 x 20 mm balloon at 10 atm. A cra18350 was deployed at 20 atm and was post-dilated because the stent was not fully expanded. Post-dilation was done with a 4.23 x 15mm balloon at 16atm. A crb 28300 was deployed at 16atm and was post-dilated because the stent was not fully expanded. Post-dilation was done with a 3.55 x 15 mm balloon at 18 atm. Placed in the proximal lad. The stents were not overlapping but with a gap. The 2nd target vessel was the distal rca. Vessel diameter was 3.5 mm and the lesion length was 42mm. Pre-procedure stenosis was 90%. Timi flow was 3, pre and post procedure. The lesion was de novo and type c. The vessel was predilated with a 2.63 x 20 mm balloon at 10 atm. The first crb23350 was deployed at 20 atm and post-dilated because the stent was not fully expanded. The second crb23350 was deployed at 16 atm and post-dilation was not needed. After the 2nd stent was implanted, slow flow and st elevation were observed. The stents were overlapping. Pre-procedure cardiac enzymes were normal. Post-procedure, peak ck was greater than 5 times the upper normal level (unl) and peak ck-mb was greater than 5 times the unl. Documentation indicates that a periprocedural myocardial infarction occurred. The mi was non q-wave and the location is undetermined. There was no evidence of a stent thrombosis. No additional treatment was done to treat the mi. The patient was discharged 4 days later. Medications at discharge were aspirin, clopidogrel, statins and beta blockers. The safety and effectiveness of the cypher stent has not been established in non-discrete lesions greater than 30mm long. According to the instructions for use, the rated burst pressure (16 atm) should not be exceeded. The products remain implanted and thus unavailable for analysis. A review of manufacturing route sheets was completed and the results indicated the product met quality requirements for product acceptance. Myocardial infarction is a known potential adverse event post coronary stenting. There are patient, vessel and procedural factors that may have contributed to the reported events.

Manufacturer narrative:
This product, noted, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. This is one of four products involved with the reported event. The associated manufacturer report numbers are 9616099-2007-01714, 9616099-2007-01717, 9616099-2007-01718. Additional information will be submitted within 30 days of receipt.